Event description:
A (B)(6) yo female, no underlying conditions. I have gone from living an extremely active lifestyle to spending my days in bed, feeling like my body is dying. Mentor silicone gel implants were placed underneath muscle in on (B)(6) 2012. (B)(6) 2019 I begin noting intense pains, extreme fatigue, other autoimmune-like complications (30+ symptoms). I have been cross examined by several specialists at the texas medical center over the past 10 months. Fibromyalgia, ms, and lupus have been thought as possibilities. Tests, including multiple mris (brain, thoracic spine, cervical spine, lumbar spine, breast), comprehensive blood panels, and x-rays, have not been able to obtain any diagnosis. Labs indicate positive ana, but nothing high for diagnosis. I'm "perfectly healthy" but slowly dying. I plan to explant to hopefully stop my symptoms and get my life back. Please help make bii a medical diagnosis, several doctors "don't believe " bii exists. FDA safety report ID# (B)(4).